Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that a user experienced hyperglycemia while newly initiating the ilet system. A fingerstick blood glucose of 586 mg/dl was recorded after a large carbohydrate intake and a recent infusion set change. During the call, glucose decreased to 480 mg/dl as the system continued dosing conservatively during its initial adaptation period. No device alerts were noted other than high glucose. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or injury. The event did not result in hospitalization, emergency treatment, or medical intervention beyond home monitoring and education. An investigation was conducted, including call center troubleshooting and user education regarding device behavior during initial use and carbohydrate intake. Review of the case revealed no device malfunction. The glucose elevation was associated with physiological factors, including recent high carbohydrate consumption and early adaptive dosing. It was concluded that the event was consistent with hyperglycemia with cause unclear relative to device performance. The device functioned as designed. The device has not been returned. If the device is returned, it will be evaluated, and a supplemental report will be filed.